Manufacturer narrative:
No product has been returned for evaluation nor were x-ray films provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. Labeling review: ¿¿potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)¿" post-operative warnings. "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."

Event description:
On (B)(6) 2018, patient underwent a posterior lumbar interbody fusion with no reported complications. During a follow up visit on (B)(6) 2018, patient reported sharp pain and numbness on left side when standing or walking. A CT scan revealed fusion at l5 level as well as s1 loose screws. On (B)(6) 2019, a revision procedure was performed.

Event description:
On (B)(6) 2018, patient underwent a posterior lumbar interbody fusion with no reported complications. During a follow up visit on (B)(6) 2019 patient reported sharp pain and numbness on left side when standing or walking. A CT scan revealed fusion at l5 level as well as s1 loose screws. On (B)(6) 2019, a revision procedure was performed.

Manufacturer narrative:
Although the root cause could not be determined, review of the reported event suggests the patients bone quality and or post-operative physical activity caused or contributed to the event. No additional investigation can be completed.